Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The threaded portion of the healing collar (hc345) was received. Visual inspection of the as returned product identified that the healing collar had fractured across the shank at the base of the collar. There were significant gouges around the threads, likely sustained during the retrieval process. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no existing nonconformances/CAPA/hhe/d/ie/product holds against the reported healing collar. Appropriate documentation was reviewed and the following information was identified: review of the instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs (9658 rev 1-01/15) identified information regarding healing collar placement under section title technique information. As per the IFU, if resistance is felt or the healing collar seems difficult to seat, the healing collar may be misaligned with the axis of the implant. Then back out the healing collar and rethread it into the implant in proper alignment. Complainant reported that the screw fractured in the patient¿s mouth and part of it is still stuck in the implant. The reported event was confirmed through visual and physical inspection of the returned product. A definitive root cause could not be determined for the reported event. Device available for evaluation change 'no' to 'yes'. Device evaluated by manufacturer: change 'no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided, weight unknown / not provided, lot number unknown / not provided, last name unknown / not provided.

Event description:
Customer reported that the head of the (B)(4) healing collar fractured in the patients mouth and the screw portion is still stuck in the implant. They requested screw removal tools in order to retrieve the broken portions.